Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation on his back described as red dots. The patient consulted his physician who provided a cream. Follow-up indicated that the skin irritation had almost cleared up with use of the cream.